Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the valve of the needleless connector sticks down when a line or syringe is disconnected.

Event description:
It was reported that the valve of the needleless connector sticks down when a line or syringe is disconnected.

Manufacturer narrative:
The customer¿s report of the maxplus valve stickdown was confirmed. Received from the customer were (59) new unopened maxplus connectors model mp1000-c lot 19016677. The customer did not send in the used suspect set model mp1000c lot 19016677 and mp1000-c lot 18016677. The maxplus's were visually inspected for misassembly, deformations or damages to the component. No anomalies were observed. The valves were activated using a lab extension set's male luer tip. When deactivating the valve, it was observed that the valve's return behavior had a stick and return. The root cause of valve slow return/stick down was a valve molding issue.

Event description:
It was reported that the valve of the needleless connector sticks down when a line or syringe is disconnected.

Manufacturer narrative:
Product was received under manufacturing report number: 9616066-2019-01606.

Event description:
It was reported that the valve of the needleless connector sticks down when a line or syringe is disconnected.